Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4). Device remains implanted.

Event description:
Patient reported that "my revision was done and surgeon put 4 screws in my prosthetics for stability. My range of motion is still bad but it's what it is.